Manufacturer narrative:
Expiration date & device manufacturer date: unknown as the lot number was not supplied. (B) (4) reported event of premature deployment of the stent.

Event description:
It was reported during an intracranial stenting procedure, the stent prematurely deployed in the cavernous segment of the internal carotid artery (ica) due to excessive friction in the guide catheter. The stent was left in place and the procedure was successfully completed with the use of another stent. The patient suffered no adverse effects as a result of this incident.